Manufacturer narrative:
(B)(4). One used device was returned and evaluated. Visual inspection found the device jaws were stuck shut with tissue. The jaws did not open or close when the handle was activated. The investigation confirmed the customer's reported condition and identified the root cause of the reported event to be user error. The device had been inadequately cleaned, which led to an excessive buildup of tissue and eschar in and around the jaws of the device, eventually causing the jaws to no longer open during the procedure. The instructions for proper cleaning of this device are included in the product instructions for use. A device history review was completed and no entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, the jaws of the device would not reopen while applied to patient tissue. There was no patient injury. No further information is available from the site.